Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. System operates as intended.

Event description:
The customer reported the system intermittently fails. No pt injury was reported.